Event description:
It was reported that upon plugging in an ambient super turbovac 90 ifs arthrowand, the wand produced a strong burning smell and then shorted out. Another arthrowand was retrieved and the case was completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but were not received.